Event description:
The patient reported their blood glucose (bg) level reached 300 mg/dl, while wearing the pod between 37 and 48 hours. They reported the cannula had been inserted in their skin and the pink slide insert had moved into the viewing window, indicating the needle mechanism had deployed as intended during activation. However, they reported when the pod was removed from the infusion site (arm) the cannula was not visible. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.